Event description:
It was reported to philips that the host pc did not start up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use as the issue occurred during the initial device start-up in the morning. The philips field service engineer (fse) inspected the system onsite and understood from the user that the host pc, which was supposed to start automatically, did not start when the problem occurred. The host pc was then started manually and after that system was working without any error. The review of system log files shows that the system was down for a short period of time, which indirectly indicates some malfunction related to host pc. The however, the fse could not find any problems after multiple functional check. The system was returned to use in good working order. The codes were updated based on the investigation outcome.